Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump reportedly not annunciating properly. Customers blood glucose level was in the low 50's. Customer declined to provide additional product or event information.